Event description:
Patient reported "fever and exchange from textured to textured to smooth". Patient later reported "lymphadenopathy". This record is for the right side. Device remains implanted and itis unknow if it will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.